Event description:
It was reported that the medication did not flow through a large volume folfusor during patient infusion; further described as "pump did not infuse at all". The device contained benzylpenicillin sodium 4.8g in 230ml sodium chloride 0.9% solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of september 2024. E1: initial reporter address: (B)(6). H4: the lot was manufactured between january 25, 2024 and january 29, 2024. The device was received for evaluation with 168ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Removal of luer cap showed evidence of continuous flow of fluid out of the distal luer. A functional flow rate test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The device was found to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.